Event description:
It was reported that: "went to open the box and no implant was inside."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.